Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report#: 1627487-2019-08776. It was reported the patient had a compression fracture that resulted in a migration of the leads. Troubleshooting was unsuccessful in reestablishing effective therapy. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s entire scs system was explanted and replaced with a drg system. Therapy has been restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR. Report#: 1627487-2019-08776.